Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a ¿call service (cs) 69¿ alarm was reproduced during the rewind step and the remaining steps were unable to be verified. The ¿cs69¿ failure was written as ¿cs87¿ failure in the black box. Cs 87 alarms were confirmed in the black box/alarm history. A component failure was found on the printed circuit board. Unrelated to the complaint, a cracked battery compartment was observed from the grip pad to threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 087l alarm issue. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.